Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an abdominal run-off treatment procedure a guide wire tip break occurred. The target lesion was located in the left anterior tibial artery. A 300cm v-14 controlwire straight tip guide wire was advanced to the target vessel. The guide wire then broke off inside the patients' leg and they used a catheter and syringe to "suck it out". The procedure was completed with a different device. No further patient complications were reported and the patients' condition is fine.